Event description:
It was reported the patient presented for follow-up due to the patient alert. The device had reached eri (elective replacement indicators), and the capacitors could not be charged. A charge timeout message occurred. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: initial analysis confirmed the reported eri (elective replacement indicators) condition and charge circuit timeout/inactive status. Further analysis found arcing occurred during a charge attempt. The overstress from the arcing damaged the fast recovery diodes in the transformer secondary circuit, causing the transformer secondary to open, leaving the device unable to charge.